Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "after opened the package, it was found the needle and suture were separated. The suture was not used for patient."

Manufacturer narrative:
Analysis and results: there are previous complaints of this code batch for the same issue one of them closed as confirmed/justified after the analysis. We manufactured and distributed in the market 6,048 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with the needle detached from the thread (needle is also bent) and 36 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have received 24 closed samples and one open and used sample with the needle detached from the thread, there is no needle inside. We have tested the needle attachment strength of the 36 closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.56 kgf in average and 0.32 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.